Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a planned vertical expandable prosthetic titanium rib ii (veptr ii) exchange in (B)(6), the surgeon was attempting to loosen the locking nut on the small rib hook to exchange the veptr ii rod, when the threaded portion of the locking construct sheared off. In addition, the centering pin of the veptr nut driver shaft broke off. All pieces were retrieved. There was reportedly no excessive force used in attempting to release the nut. There was a minor delay (reported as 1 to 2 minutes) as the small rib hook needed to be exchanged for a new one. The intended small rib hook cap was maintained. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The nut driver shaft body is in good condition, with no visible damage. The dowel pin, which is supposed to be attached inside the socket of the driver shaft body, is heavily lined and scratched, and looks slightly bent. Avalign technologies ¿ nemcomed manufactured the veptr nut driver shaft, p/n 03.641.003, synthes lot numbers 6078352 and 6094343 (supplier lot number 76036), for synthes pos (B)(4). Material testing confirmed that the driver shaft and dowel pin conformed to specifications. The dimensions of the pin could not be confirmed due to damage. The related dimensions of the driver shaft were confirmed to meet specifications. The parts conformed to all inspection requirements at synthes incoming final inspection. Device is an instrument and is not implanted/explanted. Placeholder.

Manufacturer narrative:
A review of synthes device history record for lot # 6581148, supplier lot #76036 showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.(B)(4)

Manufacturer narrative:
Additional narrative: product development evaluation was conducted. The report indicates that the part 03.641.003 is a nut driver shaft included in the vertical expandable prosthetic titanium rib (veptr) system. The veptr devices are designed to mechanically stabilize and distract the thorax to correct deformities. The applicable technique guide for veptr system was reviewed. The system devices are attached perpendicular to the patient¿s natural ribs, or the lumbar vertebra of ilium. The rib hook is designed to connect to the proximal extension to the patient¿s rib(s). The rib is encircled by the rib hook and a cap held together by a distraction lock. The proximal extension is locked by tightening the nut and barrel assembly of the rib hook using the nut driver part 03.641.003. Upon inspection of the returned part, the centering pin of the nut driver shaft came off. The pin is noted slightly bent however it is not broken and one side of the distal cavity appears slightly jagged. Additional information provided states that surgeon was attempting to loosen or release the nut; based on this information and evidence found, it is indicative that the nut was too tight and the nut driver was inadvertent leaning on one side while it was in torsion contributing to pull the pin out of the shaft orifice. The received device 03.641.003 synthes lot #6078352 was released on january 2009. The applicable top level and associated drawing of implicated components were reviewed. The drawing of involved components call out the appropriate dimensions, material and finishing processes for a successful nut driver shaft design. It is likely that inadvertent nut driver leaning on one side while the part was in torsion contributed to cause the confirmed condition. It is determined that the design of the nut driver shaft part 03.641.003 is adequate for its intended use and the disposition of this complaint from a design perspective is indeterminate.